Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
Reportedly, the patient's vision was distorted due to anterior lens vault. A lens exchange is planned. Additional information has been requested, but no additional information has been received.